Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingectomy ("some of the women even lost their fallopian tubes"), hysterectomy ("some of the women even lost their wombs"), oophorectomy ("some of the women even lost their ovaries") and genital haemorrhage ("bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("heavy fatigue "), pelvic pain ("pains") and depression ("depression"). The patient was treated with surgery. At the time of the report, the salpingectomy, hysterectomy, oophorectomy, genital haemorrhage, fatigue, pelvic pain and depression outcome was unknown. The reporter considered depression, fatigue, genital haemorrhage, hysterectomy, oophorectomy, pelvic pain and salpingectomy to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingectomy ("some of the women even lost their fallopian tubes"), oophorectomy ("some of the women even lost their ovaries") and genital haemorrhage ("bleedings") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), hysterectomy ("some of the women even lost their wombs") (seriousness criterion intervention required) and oophorectomy (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("heavy fatigue"), pelvic pain ("pains") and depression ("depression"). The patient was treated with surgery. At the time of the report, the salpingectomy, hysterectomy, oophorectomy, genital haemorrhage, fatigue, pelvic pain and depression outcome was unknown. The reporter considered depression, fatigue, genital haemorrhage, hysterectomy, oophorectomy, pelvic pain and salpingectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.